Manufacturer narrative:
(B)(4) - adhesions occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent robotic laparoscopic ventral hernia repair on and unknown date and mesh was implanted. The patient experienced pain. On (B)(6) 2013 a robotic diagnostic laparoscopy was done. During the procedure it was noted that the mesh had adhered to the omentum. A lysis of the adhesions was done. Additional information to be requested.